Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 404 mg/dl and 358 m/dl. The customer had symptoms such as nausea and tiredness. The customer treated the high readings with insulin shots. The customer ran the self-test and displacement test and it both passed. The customer stated that there was no damage to the pump. The customer was advised to call back to run high pressure test.